Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was charged and failed to boot due to perpetually rebooting. Data was unable to be downloaded due to perpetual rebooting. The receiver was opened to unplug and plug in the battery cable to perform a download. Data still failed to download due to perpetual rebooting. Functional testing was unable to be performed due to perpetual rebooting. Confirmation of the allegation and a root cause could not be determined.